Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery (bd) printed circuit board (pcb). The covidien service engineer (se) inspected the device and flashed the current software on the bd pcb. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4). Technical support engineer troubleshot this issue with the customer over the phone and suggested that the inspiratory printed circuit board (pcb) be replaced. Covidien was not authorized to evaluate the device.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time of the event.